Event description:
New information received notes a firmware download was performed to resolve the high voltage circuit damage alert. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented during a coronary artery bypass surgery and valve replacement. Upon interrogation, the implantable cardioverter defibrillator delivered an alert notification for possible high voltage circuit damage from the date of the procedure. It was determined that the cause of the alert was due to exposure to bovie cautery interference. The physician elected to monitor the device. The patient was in stable condition.